Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2027-04-01, UDI: (B)(4). Updated data: h6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) and post-implant bav were not performed. Following the implant of the valve and prior to leaving the operating room, no abnormal findings were observed on aortography (aog) and echocardiogram. Several hours following the implant procedure, cardiopulmonary arrest (cpa) and cardiac tamponade were observed in the coronary care unit (ccu). Subsequently, cardiac massage and pericardial drainage were performed; however, there was no improvement in the patient's condition. Therefore, an emergency thoracotomy and bentall surgery were performed. The transcatheter valve was explanted and a non-medtronic surgical aortic valve was implanted. Per the physician, the cause of the cardiac tamponade was suspected to be due to cardiac damage from the pacing catheter, and possible aortic damage by the transcatheter valve during cardiac surgery. Additional information was received that two days following the implant procedure of the transcatheter valve, a cerebral infarction occurred. Additional information was received that on the same day as the implant procedure, hemorrhaging was observed. The stroke was ischemic and was confirmed via magnetic resonance imaging (MRI). Per the physician, the transcatheter valve and delivery catheter system (dcs) cannot be ruled out as contributing factors to the stroke. It was noted that the patient's annular calcification contributed to the stroke.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) and post-implant bav were not performed. Following the implant of the valve and prior to leaving the operating room, no abnormal findings were observed on aortography (aog) and echocardiogram. Several hours following the implant procedure, cardiopulmonary arrest (cpa) and cardiac tamponade were observed in the coronary care unit (ccu). Subsequently, cardiac massage and pericardial drainage were performed; however, there was no improvement in the patient's condition. Therefore, an emergency thoracotomy and bentall surgery were performed. The transcatheter valve was explanted and a non-medtronic surgical aortic valve was implanted. Per the physician, the cause of the cardiac tamponade was suspected to be due to cardiac damage from the pacing catheter, and possible aortic damage by the transcatheter valve during cardiac surgery. Additional information was received that two days following the implant procedure of the transcatheter valve, a cerebral infarction occurred.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) and post-implant bav were not performed. Following the implant of the valve and prior to leaving the operating room, no abnormal findings were observed on aortography (aog) and echocardiogram. Several hours following the implant procedure, cardiopulmonary arrest (cpa) and cardiac tamponade were observed in the coronary care unit (ccu). Subsequently, cardiac massage and pericardial drainage were performed; however, there was no improvement in the patient's condition. Therefore, an emergency thoracotomy and bentall surgery were performed. The transcatheter valve was explanted and a non-medtronic surgical aortic valve was implanted. Per the physician, the cause of the cardiac tamponade was suspected to be due to cardiac damage from the pacing catheter, and possible aortic damage by the transcatheter valve during cardiac surgery.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. Updated data: h6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.